Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the patient's personal diabetes manager (pdm) battery was not holding a charge and was unable to establish communication with the pod. We are unable to determine if any product condition could have contributed to the reported battery failure and medical event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient sought medical attention due to their personal diabetes manager (pdm) battery not holding a charge and being unable to activate a pod. The patient mentioned that their ketones were running high (specific values not provided) and that they were feeling unwell. Additional information regarding the medical event was solicited, but unavailable. If additional information is received it will be submitted in a follow up report.